Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the non calcified anterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation under nominal pressure at 8 atmospheres, the balloon ruptured. There were no residual substances left in the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and blood and contrast in the balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. A pinhole leak was detected 73mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the non calcified anterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation under nominal pressure at 8 atmospheres, the balloon ruptured. There were no residual substances left in the patient's body. The procedure was completed with another of the same device. No patient complications were reported.